Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a visual inspection found evidence of a twist on the distal end of the balloon, image analysis the customer returned one image for evaluation. The image returned is a photograph of what appears to be a procedural image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the twist was noted at 8 atm nominal pressure. Image analysis: the customer returned one image for evaluation. The image returned is a photograph of what appears to be a procedural image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the catheter pce060250150 plus ous d6l250ul1500 to treat an 80% stenosis with severe calcification in the mid left superficial femoral artery, a balloon twist and a rewrap issue occurred. A rewrap tool was not used. The lesion was characterized by little tortuosity, a diameter of 6 mm, and a length of 400 mm. The device was prepped according to instructions, and no issues were noted with packaging or removal from the tray. The balloon was inflated using a non-medtronic inflation device, and no embolic protection was used. A 7fr sheath and a 0.018" guidewire were used. The device passed through a previously-deployed stent without resistance or excessive force. The distal part of the balloon twisted, so angioplasty was performed using the lower mid to proximal part of the balloon, and the procedure was completed with no issues identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.